Event description:
The rptr stated that the surgeon inserted a single piece silicone lens model aa4204vf with no damage to the lens however, the surgeon decided to remove the lens and put in a three piece lens due to the pt had a small pupil. There was no pt injury or prod malfunction.

Manufacturer narrative:
No complaint against the lens, eval: results: a visual inspection of the returned prod shows no visible damage to the lens, there is clear surgical residue on the lens. It should be noted that the injector & cartridge were not returned for eval.